Event description:
The pt is taking medications, ticlid and coumadin.

Event description:
Explant investigation and analysis concluded that a type ii endoleak observed at explantation may haveled to proximal expansion of the aneurysm. Only suture needle sites were observed in the area in which seepage of blood was observed at explant. The fatigue fractures noted in ring 3 were not in the sealzone and are not likely to have affected the exclusion of the aneurysm.

Event description:
A pt underwent placement of an aneurx bifurcated stent graft of unknown size in 2000 for the endovascular treatment of an abdominal aortic aneurysm. The aortic aneurysm sizing and iliac vessel morphology are unknown. The pt has a history of a cva, hypertension, cholestralemia, cad s/p CABG, colon resection and diverticulitus. It was reported that the aneurysm had a persistent endoleak resulting in an elongation of the aneurysm with no increase in the diameter. The pt was surgically converted and explanted in 2001. It was reported that during the explant procedure, a pressure transducer needle was inserted into the sac. There was no pressure in the sac. The needle was punctured through the sac and into the stent graft. During the dissection of the sac it was noted that no blood was present, however, multiple layers of "non-adherent" thrombus was seen. The lumbar artery was leaking, which was tied off during the procedure. The thrombus was gently removed from the stent graft and dissection of the sac continued proximally with an inspection for leaks. It is reported that no leaks were found in the sac. The dissection continued toward the long neck of the aneurysm and the body of the stent graft. A small pool of blood was observed between the stent ring #1 and stent ring #2 junction stitch, anterior and the crotch area. The small pool of blood was suctioned, however a very small leak remained constant. A suture was tied to the location of the leak to facilitate subsequent analysis. Pressures observed during the case were as high as 170mm hg with no leaks visible. The area where the needle transducer punctured the stent graft was not leaking; this area was covered by loose thrombus. It is reported that dissection was continued proximal and distal to the sac. Prior to the stent graft removal, the pt was heparinized without any induced leakage of the stent graft. It was difficult to overcome the proximal and distal fixation. The artery was visibly moving with subsequent tugs; the artery was cross clamped. There was little or no proximal tissue incorporation noted. A significant amount of tissue incorporation was noted in the iliac limbs. The graft material appeared to be very intact. It is reported that one stent break, transition ring, node, mid-line and associated suture break at the proximal junction was noted. The junctions on either side appeared intact. No other broken stents or sutures were observed. Significant thrombus was still present on explant. The pt tolerated the procedure well and is fine. There has been no additional adverse clinical sequelae reported related to this event. The explant is pending return to medtronic ave for analysis.